Event description:
I had breast implants in (B)(6) 2009, in early 2010, I began experiencing significant health issues. Exhaustion, weight gain, gi issues, joint pain, bruising easily, unexplained weight gain, cold sensitivity. All lab testing was negative for the any other explantation in 2017, I began having terrible pain in my breasts around my implants. It was determined I had capsular contracture and may symptoms of breast implant illness. I was advised to have implants removed. I did so in (B)(6) 2018. Two weeks after surgery I got an post-surgical infection and spent 3 days in the hospital. I am just now beginning to recover from almost 10 years of illness as a result of my breast injuries.